Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that a CT scan discovered gi bleed without evidence of ivc perforation or leak from the residual strut and two limbs of the filter were embedded in the ivc. The patient developed hematuria; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that a CT scan discovered gi bleed without evidence of ivc perforation or leak from the residual strut and two limbs of the filter were embedded in the ivc. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years ten months of post-deployment, the patient presented for filter removal, access made via the right jugular vein by using a micro-puncture kit. A wire was introduced down into the vena cava. The filter removal sheath was then placed. Cavogram showed the filter was patent and did not have any clot in it. At this point, the hook of the filter was engaged with the snare. The filter was then collapsed and retrieved. However, one filter leg was wedged into the caval wall was broken and did not come out with the rest of the filter. Reintroduced the snare and attempted to grab the filter leg, but it was very wedged into the wall of the vena cava. Despite multiple attempts to remove the wedged broken filter leg using the retrieval kit snare as well as an end snare, it was not possible to retrieve and elected to abort. Around, two days later, computed tomography angiography of the abdomen and pelvis was revealed two limbs of the filter remained embedded within the inferior vena cava. Therefore, the investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 12/2013), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that a CT scan discovered gi bleed without evidence of ivc perforation or leak from the residual strut and two limbs of the filter were embedded in the ivc. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.